Event description:
Caller reported a cgm error 42 associated with g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the caller in resetting the pump. After the reset, the cgm error did not reappear, and the caller successfully initiated their sensor session.